Manufacturer narrative:
One unpackaged ar-1588rtt acl fibertag® tightrope®, batch 15444019, was returned for investigation. Visual evaluation: the needle was detached from the suture, and the suture system was cut, indicating a user action rather than a device failure. Functional testing: not performed due to the damage to the device. The most likely cause of the broken sutures can be attributed to user error resulting from the misuse/mishandling of the device. Complaint allegation: cannot be confirmed because the suture system was cut, which does not indicate a spontaneous device failure. The allegation that the needle broke off the loop cannot be confirmed as the suture system was damaged by user action. Refer to the investigation photos.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported during the anterior cruciate ligament surgery that the needle broke off the loop. The broken pieces were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1588rtt, acl fibertag® tightrope®, batch 15444019, was returned for investigation. Visual evaluation of the device noted that the needle was detached from the suture and the suture system was cut. Functional testing was not performed due to the damage to the device. Due to the suture system being cut, the complaint allegation can't be confirmed. No problem found. The complaint allegation is not confirmed.